Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)\ abnormal bleeding (menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), urinary tract infection ('uti') and urosepsis ('blood infection due to uti') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included sore throat, headache and eye pain. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), rash ("rashes or skin conditions type: rash"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal distension ("bloating"), back pain ("lower back pain") and staphylococcal infection ("mrsa"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), mood swings ("hormonal changes: mood swings") and insomnia ("insomnia"). In (B)(6) 2010, the patient experienced urinary tract infection (seriousness criterion hospitalization) and urosepsis (seriousness criterion medically significant). In 2013, the patient underwent tooth extraction ("dental problems tooth deterioration/ tooth pulled") and experienced tooth disorder ("dental problems tooth deterioration/ tooth pulled"). In (B)(6) 2014, the patient experienced alopecia ("hair loss") and migraine ("migraine\ migraines\headaches"). In (B)(6) 2017, the patient experienced endometriosis ("endometriosis"). In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device"). In (B)(6) 2020, the patient experienced ovarian cyst ("ovarian cyst"). On an unknown date, the patient experienced abortion spontaneous ("miscarriage"), pelvic pain ("chronic pelvic pain"), dermatitis allergic ("allergic or hypersensitivity reaction type: skin sensitivity"), bladder disorder ("bladder problems"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), headache ("headaches"), nausea ("nausea"), post-traumatic stress disorder ("ptsd") and polyp ("polyps"). The patient was treated with surgery (ablation, d&c). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, abdominal pain, dyspareunia, rash, dermatitis allergic, bladder disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia, tooth extraction, mood swings, migraine, headache, nausea, post-traumatic stress disorder, endometriosis, insomnia, ovarian cyst, polyp, abdominal distension, urosepsis, tooth disorder, back pain and staphylococcal infection outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, alopecia, back pain, bladder disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, insomnia, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic pain, polyp, post-traumatic stress disorder, pregnancy with contraceptive device, rash, staphylococcal infection, tooth disorder, tooth extraction, urinary tract infection, urosepsis, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2010 and (B)(6) 2010. Plaintiff received treatment for fallowing conditions: pelvic/abdominal, chronic, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), bladder probs., uti, vaginal infection., vaginal discharge, fatigue, hair loss, dental probs., hormonal changes, migraine, headaches, nausea. Insertion details: the left device was noted to have 5 coils visible, and the right device was noted to have 5 mils visible. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: quality safety evaluation of ptc. On 2-mar-2020: mr received : reporter and medical history added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)\ abnormal bleeding (menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and urinary tract infection ('uti') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On b)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), rash ("rashes or skin conditions type: rash, mrsa,"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal distension ("bloating"), back pain ("lower back pain") and (B)(6)"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), mood swings ("hormonal changes: mood swings") and insomnia ("insomnia"). In (B)(6) 2010, the patient experienced urinary tract infection (seriousness criterion hospitalization) and sepsis ("blood infection due to uti"). In 2013, the patient underwent tooth extraction ("dental problems tooth deterioration/ tooth pulled") and experienced tooth disorder ("dental problems tooth deterioration/ tooth pulled"). In (B)(6) 2014, the patient experienced the first episode of alopecia ("hair loss") and migraine ("migraine\ migraines\headaches"). In (B)(6) 2017, the patient experienced endometriosis ("endometriosis"). In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device"). In (B)(6) 2020, the patient experienced ovarian cyst ("ovarian cyst"). On an unknown date, the patient experienced abortion spontaneous ("miscarriage"), pelvic pain ("chronic pelvic pain"), sensitive skin ("allergic or hypersensitivity reaction type: skin sensitivity"), bladder disorder ("bladder problems"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), headache ("headaches"), nausea ("nausea"), post-traumatic stress disorder ("ptsd"), polyp ("polyps") and the second episode of alopecia ("hair loss"). The patient was treated with surgery (ablation, d&c). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, abdominal pain, dyspareunia, rash, sensitive skin, bladder disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue, tooth extraction, mood swings, migraine, headache, nausea, post-traumatic stress disorder, endometriosis, insomnia, ovarian cyst, polyp, abdominal distension, the last episode of alopecia, sepsis, tooth disorder, back pain and staphylococcal infection outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, back pain, bladder disorder, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, insomnia, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic pain, polyp, post-traumatic stress disorder, pregnancy with contraceptive device, rash, sensitive skin, sepsis, staphylococcal infection, tooth disorder, tooth extraction, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2010 and (B)(6)2010. Plaintiff received treatment for fallowing conditions: pelvic/abdominal, chronic, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), bladder probs., uti, vaginal infection., vaginal discharge, fatigue, hair loss, dental probs., hormonal changes, migraine, headaches, nausea. Insertion details: the left device was noted to have 5 coils visible, and the right device was noted to have 5 mils visible. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2020: pfs received: reporters were added. Patient's demographic was added. New events- abnormal bleeding (vaginal), ptsd, mrsa, endometriosis,blood infection , nausea, dental problems, insomnia, dysmenorrhea, ovarian cyst, polyps , back pain , fatigue, bloating , hair loss were added, & few events were updated from hormonal changes to mood swings, allergic or hypersensitivity reaction to skin sensitivity , rashes or skin conditions to rah, dental problems to tooth pulled. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.